Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: chemo spill due to tubing break. Detailed inquiry description the clamp on a pump tubing set went through the line causing a chemo spill. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three used samples without packaging were provided for investigation. Upon evaluation of the samples, the samples were leak tested and leakage was detected on one of the samples near the clamp. The reported concern was unable to be confirmed to be a manufacturing defect. The most probable root cause of cut tubing is believed to be attributed to misloading of the IV set into the space pump. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.